Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision update (B)(6) 2015 - type of revision (xl), products x3 - cup, head, sleeve, lot number x1 - cup, reason for revision - pain. (B)(4). Requested missing lot numbers for head and cup plus stem details.

Event description:
Update (B)(6) 2014: updated doi as (B)(6) 2006 (checked against product manufacture dates). Added stem details. Added lot number, manufacture and expiry dates for sleeve. Taken from claimsuite update (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
The patient has had an asr revision. Specific details regarding the report are unknown.